Event description:
A customer reported the rinse block on coulter lh500 hematology analyzer was leaking. The customer was wearing personal protective equipment consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. The customer did not come in contact with the fluid and no one was sprayed or splashed. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Field service engineer (fse) observed that the source of the leak was the rinse block which was misaligned. The fse flushed out the rinse block and its pathways and adjusted the rinse block's position to align with the port at the rear of the blood sampling valve (bsv) shaft. The fse ran samples in secondary mode and there was no further evidence of leaking. Repairs were verified per established procedures, and all results met published performance specifications. The rinse block carries blood and diluent while in operation and cleaner while in shutdown. Root cause for the leak was a misaligned rinse block. (B)(4).